Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the calcified superficial femoral artery (sfa). A non-bsc protection filter wire as well as a non-bsc guide wire were advanced followed by a 2.4mm jetstream xc atherectomy catheter. During the procedure, the jetstream catheter became stuck with the guide wire and could not be separated. The wire and catheter were removed together. The procedure was considered completed with a successful result. There were no patient complications and the patient is in stable condition.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. Visual inspection of the device revealed that the guidewire was in the device. The guidewire lumen and the catheter shaft were checked for damage. The guidewire was stuck in the device when returned. Dissection of the tip of the device showed that the device had been run over the coils of the tip. When the device is run that far distal to the tip of the guidewire there is a chance of the coils stretching and separating and causing the device to jam and stick on the wire, as it was in this case. The coils were stuck inside of the masticator (aka proximal cap), the bushing and the distal cutter; therefore, the guidewire sticking complaint was confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu provides compatible guidewires to be used with the jetstream device. Per the complaint information, an abbott filter wire was used. This wire is not listed as a compatible guidewire to be used with the jetstream device. Use of any non-compatible guidewire may compromise performance or damage the jetstream system. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the calcified superficial femoral artery (sfa). A non-bsc protection filter wire as well as a non-bsc guide wire were advanced followed by a 2.4mm jetstream® xc atherectomy catheter. During the procedure, the jetstream catheter became stuck with the guide wire and could not be separated. The wire and catheter were removed together. The procedure was considered completed with a successful result. There were no patient complications and the patient is in stable condition.